Manufacturer narrative:
Device return status: one (1) opened package z0404 primary set was returned for analysis and confirmation. Mfg analysis and investigation: visual analysis and inspection was performed. The results recorded the z0404 sets bag spike component did exhibit a min spot on the spike tip. There were no other visual anomalies noted. Engineering analysis and investigation: the engineer report documented the component defect (black spot) was a cosmetic defect. As the bag spike used in this configuration is a purchased component, incoming inspection, assembly and quality inspection personnel reviewed these findings for their awareness and input. Although the exact cause of the cosmetic defect is unk these types of cosmetic surface anomalies have been known to occur during the injection molding process. The component supplier/MFR was contacted for their review and awareness. Mfg lot build review: a review of the mfg lot database for the reported lot# 21-564-sj (mfg date 09/2012) shows (B)(4) units were manufactured, tested, inspected, and released. There were no exception documents generated during the mfg lot build. Results: other - back spike tip component eval. Cosmetic defect. Conclusion: other - the reported z0404 product issue, black mark on sets bag spike tip was visually confirmed and determined to be a cosmetic defect. Mfrs comments: the investigation result were provided to the reporting facility. This report and the associated info have been status in the MFR database for monitoring, analysis, and trending. The data was further communicated to the concerned ICU medical management teams and affected disciplines.

Event description:
(B)(4) report rec'd concerning component irregularity with one (1) z0404, 119" 15 drop drip chamber w/spike, y-clave, stopcock and 102 valve primary set. The report states, "nurse noticed black tip of bag spike prior to using anesthesia set. Product was not used on pt and new product used."